Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate high voltage therapy was delivered to the patient but it was aborted due to an over current detection alert. It was further noted that was noise present on the right ventricular lead. It was also noted that the lead exhibited low defibrillation impedance and had a clavicular crush. The lead was capped and replaced on 12/20/2017. The patient was stable prior, during and post procedure.